Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8143663. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-07-02. Medical device lot #: 8184862. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-09-07. Medical device lot #: 8211650. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-09-04. Medical device lot #: 8236600. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-09-04. Medical device lot #: 8236604. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-09-06. Medical device lot #: 8236608. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-09-13. Medical device lot #: 8255674. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-20. Medical device lot #: 8285690. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-31. " a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 8 different batches of bd 10ml syringe luer-lok¿ tip had white substance on the stopper part of the plunger.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported 8 different batches of bd 10ml syringe luer-lok¿ tip had white substance on the stopper part of the plunger.